Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: visual inspection revealed no evidence of moisture in the ir window on the back of the pump. A leak test was performed, but no leaks were found. The pump case was removed and no evidence of moisture or contamination was found on the pump¿s internal components. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The complaint that there was moisture in the ir window was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture/corrosion in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.